Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 22:23:58. During night drain cycle seven, the patient's ultrafiltration reading was 690ml, indicating the home patient (hp) drained 690ml more than their maximum programmed fill volume of 800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional relevent information is received, a follow-up will be sent.